Event description:
On 12/05/2024, an arthrex subsidiary employee reported via (B)(4) that an ar-1408lp low profile reamer, 8 mm, broke during femoral drilling. A small broken fragment remained in the bone, which the surgeon thought best not to remove. The hole was already drilled, and no further action was required, and the case was completed successfully. This was discovered during an acl procedure on (B)(6) 2024, with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 01/03/2025: the patient had no adverse effects due to the issue. No revision surgery is needed to remove the fragment. There was no delay in the procedure, and no additional anesthesia was needed. No medical interventions were required for the patient, and there was no reported reduction in the patient's quality of life.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.